Event description:
Reporter stated that pt obtained blood glucose results of 10.8 mmol/l, 5.4 mmol/l, 7.4 mmol/l, and 19.6 mmol/l, within 10 minutes, on the aviva system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).